Manufacturer narrative:
Could not be duplicated/misuse.

Event description:
Consumer's husband alleges the chair flipped over with his wife in it on two separate occasions. In one instance the chair allegedly fell on the sidewalk causing her to break her wrist and on a later date the chair allegedly flipped backwards on entry into a disability van for transport.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's husband alleges the chair flipped over with his wife in it on two separate occasions. In one instance the chair allegedly fell on the sidewalk causing her to break her wrist and on a later date the chair allegedly flipped backwards on entry into a disability van for transport.